Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual and functional inspections were performed on the returned device. The inflation issue was not confirmed. It may be possible that the stretched portion of the shaft proximal to the balloon, which was found during analysis, contributed to the inflation issue while in the anatomy preventing the balloon from inflating; however, this could not be confirmed. The investigation was unable to determine a conclusive cause for the reported inflation issue. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the tibial peroneal trunk with mild calcification. Resistance was not felt during advancement of the 3 x 40 mm armada 35 balloon dilatation catheter (bdc) and it crossed the lesion successfully; however, the balloon did not inflate properly and was removed without issue from the anatomy. A replacement bdc was used to complete the procedure. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.